Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that after inserting a transray plus (iab) which was connected to a cardiosave intra-aortic balloon pump (iabp) unit, set to fully automatic operational mode; that there were two arterial pressures, an optical sensor and an external input. It was reported that after plugging the external input cable, the arterial pressure waveform disappeared even though the sensor cable was connected. After that, it was reported that the balloon internal pressure waveform was no longer displayed, and only the electrocardiogram waveform was displayed. The end user reported driving sound and the arterial pressure waveform of another monitor, indicating that it was driven by the iabp. After a few minutes, the arterial pressure waveform and the balloon internal pressure waveform were displayed, and it is now usable without any problem. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Additional contact information: event site postal code -(B)(6), event site state: (B)(6). It was reported that after inserting a transray plus (iab) which was connected to a cardiosave intra-aortic balloon pump (iabp) unit, set to fully automatic operational mode, that there were two arterial pressures, an optical sensor and an external input. And after plugging the external input cable, the arterial pressure waveform disappeared even though the sensor cable was connected. After that, it was reported that the balloon internal pressure waveform was no longer displayed, and only the electrocardiogram waveform was displayed. The end user reported driving sound and the arterial pressure waveform of another monitor, indicating that it was driven by the iabp. After a few minutes, the arterial pressure waveform and the balloon internal pressure waveform were displayed, and it is now usable without any problem. There was no harm or injury to patient and no adverse event was reported. A getinge field service engineer (fse) brought the unit in-house to confirm the reported failure and there was also a report that the display for zero adjustment did not change to calibration, so it seems highly likely that the sensor on the catheter side is disconnected or has poor contact. Fse was not able to reproducible the reported failure and confirmed that were no abnormalities in the equipment. The unit returned for clinical use.